Event description:
It was reported that the device appeared to be under-sensing on the right atrial (ra) lead leading to false premature termination of episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.